Event description:
Customer reported a secondary infusion completed and the device did not pull fluid from the primary bag, but it pulled air from the secondary line, which set off the air in line alarm. When the nurse checked the set for air in line due to the alarm she noticed the entire secondary set had air. The primary set had air 1 inch below the ail sensor and 4-5 inches above the device and the rest of the primary set and drip chamber had fluid. The nurse felt she set up the secondary infusion correctly by hanging primary bag on 1 hanger, no vents were opened, no in-line filters used, no clamps on primary set, and primary bag was 3/4 full when secondary started. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The customer's report of the infusion not returning as expected - whereas the primary infusion did not run upon completion of the secondary infusion and an air in line alarm - was not confirmed as functional testing was not performed. A review of the associated pcu event log for the secondary infusion of interest, indicates that the infusion was started at 9:56 am and ran for a little less than the programmed 10 minute duration alarming for air in line prior to completing the secondary infusion. Total volume infused during the secondary infusion was logged as 47.38 mls. The primary infusion did not run upon completion of the secondary infusion because the secondary never completed and the infusion was interrupted by the air in line alarm. Crack marks and two ragged tears in the silicone segment were observed upon visual inspection. During functional testing, the set leaked immediately and profusely from the tear upon priming. The secondary set in use at the time of the infusion was not received for evaluation. There was no report from the customer of a leak during priming. The root cause of the customer's issue was not fully identified. It is possible for air to be pulled into the set through the holes during operation of the infusion pump, resulted in air in line alarms.